Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received a shock was went to the emergency room. When the ICD was interrogated, it was discovered that the rv lead presented with pacing impedances above 2,000 ohms and there was noise oversensing that resulted in the delivery of the inappropriate shock. The noise was could not be reproduced with shoulder movements or isometric testing. Two x-rays were performed and no anomalies were noted. The lead's terminal pin was in the correct position in the device header and there was no observation of a loose connection. The physician suspected a possible rv lead fracture at the subclavian site possibly due to the patient's weight training activities. No adverse patient effects were reported. At the time, this ICD and rv lead remain implanted and in service. Additional information was reported that this ICD was explanted and successfully replaced with a competitor's product. The rv lead was then tested on the pacing system analyzer (psa) and the pacing impedance measurement was 600 ohms. The physician suspects that the out of range impedances were caused by a loose pin. The rv lead remains implanted and in service and the device will be returned for laboratory analysis.

Manufacturer narrative:
Once the ICD is returned and analysis completed, this report will be updated.

Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The single setscrew found it to be in the up position and able to move freely and without issue. The seal plug was found to be intact. In addition, further inspection of the lead barrel confirmed that the lead seal ring marks were at a good insertion depth within the port. Pin gauge testing, designed to verify proper port dimensions, was completed and measured as expected. It was also determined that the pin could not be removed from the port with the setscrew fully engaged. Next, the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory found that the highest pacing impedance measurement in the daily measurement log to be 1,955 ohms. Laboratory analysis was unable to confirm the field observations of out of range pacing impedance measurements, noise, and a possible loose connection. This device met all specifications during testing.